Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. Six photos were provided to our quality team for investigation. All six photos show one loose syringe with three of the images from various angles showing one syringe with a large scratch across the scale markings causing missing print, two other photos show one syringe from different angles with the scale markings smeared/slightly missing, and one photo shows two scratches in the barrel causing missing print. The conditions observed are non-conforming per product specification. Potential root cause for the barrel damaged and scale markings issue defects is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 1082627. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6) - supplemental MDR - scale marking issue. Two samples and six photos were provided to our quality team for investigation. All six photos show one loose syringe with three of the images from various angles showing one syringe with a large scratch across the scale markings causing missing print, two other photos show one syringe from different angles with the scale markings smeared and slightly missing, and the last photo shows two scratches in the barrel causing missing print. Both samples received have scratches on the barrel causing missing and smeared. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged and scale markings missing defects is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 1082627. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1082627 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: missing lot numbers: several bd 18g filter needle packages are missing lot numbers, either partially or fully. Defective syringes: we have identified defects in syringes from the following lots: o lot 1 kit rep 4: smudges on the gradient markings. O lot 2 kit rep 4: scratch marks on the body of the syringe. Both defective syringes are from lot number ¿1082627¿.